Event description:
Customer reported with an issue of the air and water supply did not come out. The device was replaced with another scope and completed the intended procedure . The issue found during pre-inspection of the device. There was no patient harm, no user injury reported due to the event. Device inspection found foreign matter in the nozzle caused by insufficient cleaning (handling issue).

Manufacturer narrative:
The subject device was received and evaluated. Device evaluation service repair noted the inside of the nozzle was clogged (foreign matter) with black solids and white fibrous materials. Service noted that as a result of component analysis, it was found that the black solid was a silicone-based resin (rubber). Silicone rubber is used for packing of aw buttons, packing of water tank base, rubber of injection tube mounting part, etc. It is possible that debris was mixed in and clogged due to deterioration. It turns out that the white fibrous material is cellulose. Since it was rounded and twisted when observed under an engineering microscope, it can be inferred that it is a cloth-based cellulose and is derived from cotton cloth such as gauze. If cloth-based cellulose is used in the surrounding area, it may be the origin of foreign matter. Evaluation findings found the customer reported issue of air and water would not come out found to be due to clogged nozzle due to foreign matter described to be a black solid and white fibrous materials noted to be a possible debris that mixed in and clogged the nozzle due to deterioration. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
This report is being submitted for the malfunction found during the device evaluation (foreign material clogging the nozzle).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, the nozzle was clogged with black solid matters and white fibrous materials. The black solid matters were silicone-based resin (rubber). Since silicone rubbers are used for the packing of the aw valve, the packing of the water container port, and the rubber for connection of the injection tube, etc., broken pieces might have been mixed due to deterioration, likely causing the clogging. The white fibrous materials were cellulose. Since rounded edges and twisted form were observed by an optical microscope, it is likely that the cellulose was produced from a cotton cloth, such as gauze. If a cellulose-based cloth was used near the endoscope, it likely caused the foreign materials. However, the root cause of the reported event could not be determined. Olympus will continue to monitor field performance for this device.